Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
It was reported that blood leaked out of the vamp flex syringe during the blood sampling three days after the artery line was indwelled. No patient complications were reported.